Event description:
The customer reported that the instrument did not appear to be sealing although an end tone, indicating a completed seal cycle, was heard. The customer used a new generator and a new instrument and the same problem occurred. A third generator and handpiece were used to complete the procedure without incident. There was no bleeding, no tissue damage and no pt injury. The additional device used in this procedure can be found on 1717344-2010-00499.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.